Event description:
On 03-apr-2026, it was reported by a sales representative via phone that an ar-3770 fibertak experienced an issue. The anchors were discovered to have self-punching metal tips before use on the back table. The device was still used to complete the case. There was no delay or additional surgery administered to the patient. This occurred during use in an ntsl case on (B)(6) 2026, with no patient impact.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.